Event description:
It was reported that during a percutaneous coronary intervention procedure, the burr become stuck in the lesion. The 90% stenosed target lesion was located in the severely calcified proximal left anterior descending artery with a vessel diameter of 4.0mm. The lesion was successfully ablated with a 1.5mm rotalink burr. This 2.00mm rotalink burr was then advanced to the lesion without resistance. The maximum rotational speed was 180,000rpms. At a rotational speed of 172,000rpms, the burr became stuck in the lesion. It was noted that the rotational speed fell 8,000 rpm during the ablation. The physician was able to remove the burr by advancing an unknown guide wire and balloon catheter to the lesion, the burr was released with balloon dilation. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and that patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device found that the fiber optic cable was cut from the advancer unit. The handshake connection of the advancer unit was found to be bent when the advancer knob was placed in a forward position. The coil of the catheter unit was kinked near the catheter housing. The burr was microscopically examined and the annulus of the burr was found to be misshapen and damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the burr become stuck in the lesion. The 90% stenosed target lesion was located in the severely calcified proximal left anterior descending artery with a vessel diameter of 4.0mm. The lesion was successfully ablated with a 1.5mm rotalink burr. This 2.00mm rotalink burr was then advanced to the lesion without resistance. The maximum rotational speed was 180,000rpm's. At a rotational speed of 172,000rpm's the burr became stuck in the lesion. It was noted that the rotational speed fell 8,000 rpm during the ablation. The physician was able to remove the burr by advancing an unknown guide wire and balloon catheter to the lesion, the burr was released with balloon dilation. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and that patient's status is good.

Manufacturer narrative:
(B)(4).